Manufacturer narrative:
(B)(4). Concomitant products: product ID: 3387-40, lot# 0211496863, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the etiology was updated to related to the device/therapy and not related to the implant procedure; the right lead was noted. It was also clarified that the actions/interventions included replacing a single flap of skin and "is closed by seccions." It was also stated that the lead was cleaned and repositioned on (B)(6) 2017 due to the device migrating/dislodging via implant site erosion.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID 3387-40, lot# 0211496860, implanted: (B)(6) 2016, product type lead product ID 3387-40, lot# 0211496863, implanted: (B)(6) 2016, product type lead.

Event description:
No new information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. The clinical diagnosis was updated from "leather erosion of scalp" to "implant site erosion". The actions/interventions were also updated to "thorough washing with 2000 distilled water, hemostasis, the distal part of the electrode [was] fixed. A single flap of five square centimeters [was] made. [Was] closed by plans." The actions/interventions occurred on (B)(6) 2017 and resulted in an urgent care visit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the device diagnosis of lead migration/dislodgement was omitted. No complications were reported/anticipated.

Manufacturer narrative:
(B)(4) has replaced code (B)(4). Previously reported lead migration was unsupported (see b5). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via a health care provider (hcp) of a clinical study reported that there was no migration, so the device diagnosis changed. No further complications were reported or are anticipated.

Manufacturer narrative:
Reason for report corrected per confirmation that lead migration did not occur. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that an additional action /interventions was taken to resolve the event; the lead was repositioned and cleaned on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the lead eroded through the skin on the right frontal region on the patient's scalp. The diagnostic methods included an examination on (B)(6) 2017 that resulted in the identification of the issue. The etiology was not related to the device/therapy, but related to the implant procedure. It was also noted that the event resulted in an urgent care visit and medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The actions/interventions taken to resolve the issue included surgical intervention on (B)(6) 2017 where "the local sleeve 5 cm2 leather sleeve"; the extension was noted but no further information was provided. The event was resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# 0211496860, product type: lead. Product ID 3387-40, lot# 0211496863, product type: lead.

Event description:
No new information was received.